Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, damaged to the dc connector was observed. The device's dc connector would need replacing to address the issue. There was no repair made to the device, and it will be scrapped.